Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from multiple reps regarding the patient. It was reported that the patient was on schedule to be seen on (B)(6) 2017 at the hcp office. Patient was told that he needed to meet up with a manufacturer rep to clear power on reset (por) because the patient could not do it with their programmer. The patient did not show up for this appointment and did not call to notify. Patient eventually made contact with a field rep, apologized and stated that they would reschedule appointment closer to their residence city. They will call the rep once the appointment is made so a rep can be at that appointment. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient charged up their ins recharger and when they went to charge their ins they observed a call the doctor icon and a power on reset (por) message. The patient confirmed the warning por using their patient programmer (pp) on the call. It was reviewed that therapy had stopped due to the por and the patient was directed to their healthcare professional to clear the por. The patient stated they he had the phone numbers of 2 manufacturer representatives and noted he would contact them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information and stated that the cause of por was that the unit was uncharged for too long. Patient spoke to with a rep who was able to reset the device over the phone. No further complications were reported/anticipated.